Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized. Reportedly, the customer was septic; however, it was not provided if this was related to diabetes, the pump, or supplies. Additionally, customer was recovering from kidney stones, and went into shock. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.